Event description:
It was it was reported that the patient underwent a posterior spinal surgical procedure at l3-5. It was reported that sometime post-op the patient underwent a revision surgery due to a non-union. The hardware was removed and replaced with new hardware. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.